Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the reservoir leaked. The customer had to change the infusion set. The customer had issues with their high blood glucose level. Customer's blood glucose level was 11 mmol/l. The self-test and high pressure test passed. The device was not returned.

Manufacturer narrative:
Evaluated one opened/used reservoir. Checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test and reservoir filled with diluent and connected to a new infusion set. The conclusion reservoir did not leak and not occluded.